Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) arrived contaminated. The following information was provided by the initial reporter: customer received contaminated product.

Manufacturer narrative:
H.6. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3024542 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3024542. Retention samples from batch 3024542 were not available for inspection. One photo was received for investigation, the photo shows the agar surface of a plate with a large colony of growth. No plate print or product labels were visible in the photo for batch verification. Without batch verification, the photo cannot confirm the complaint. No return samples were received for investigation. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. This complaint can be confirmed by the trend identified.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) arrived contaminated. The following information was provided by the initial reporter: customer received contaminated product.